Event description:
Facility alleges blood line "popped off" blood port adapter. Rn reports blood loss to pt at > 100cc, as well as blood splashing on arm & neck of nurse. No pt injury reported nurse required no treatment.